Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opened after deployment requiring an additional clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The xtr clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. After deployment, the mr changed from moderate to severe, and it was noted that the clip opened. An additional clip was placed to stabilize the first clip. Two clips were implanted, reducing the mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Device evaluated by MFR - it was initially reported that the device would not be returning for analysis. Subsequent information revealed that the device was returned for evaluation. Evaluation summary: all available information was investigated and the reported mechanical issue could not replicate be replicated during return device analysis as the clip was deployed and not returned. A review of the lot history record revealed no manufacturing nonconformities to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and a definitive cause for the reported clip opened while locked could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.